Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks from the device about a week post-device replacement procedure. The patient was admitted to the hospital for evaluation. The episodes showed noise and a wandering baseline, resulting in oversensing and the inappropriate shock delivery. The artifact was consistent with air entrapment, so the sense vector was reprogrammed from primary to secondary. Technical services agreed with the programming change and discussed x-rays to evaluate system position and the connection between the electrode and device. It was reported that troubleshooting had been performed and no noise was produced; technical services discussed further troubleshooting that could be performed at the next routine follow up to verify appropriate sensing. No additional adverse patient effects were reported outside of the inappropriate shock therapy. The device remains implanted and in service.